Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used in an endoscopic retrograde biliary drainage (erbd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the stent was bent in the process of installation. The procedure was completed with another percuflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4) stent kinked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.